Event description:
It was reported that bd 60ml syringe luer-lok¿ tip leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9086666 it was reported medication leaked out of the back end of the plunger. Complaint 3 of 3: event date (B)(6) 2019. See related prs for other event dates. Per email on 2-aug-2019: unfortunately, I don¿t have the exact dates. We were notified by our technicians this was happening and sent communication out on (B)(6) to save any syringes with this issue. I know one occurred on that same date. The other 3 would have occurred between 7/19 ¿ 8/5. These issues were identified by the pharmacy technicians in our hospital preparing medications and prior to the medications leaving the pharmacy to be used on a patient so there is no specific patient information. The technician was drawing up solution and noticed they were leaking out of the back end of the plunger the item with the unknown lot number: the product leaked around the stopper and down the plunger after the medication injection into the cadd. This particular syringe contained "chemo" drug and was discarded. No adverse event reported.

Manufacturer narrative:
Investigation summary: three (3) samples were received from the customer for investigation. However, as the samples had been used with an unknown drug, leakage testing was not able to be performed due to possible contamination of the testing equipment. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action (CAPA 55639) was opened to investigate on this machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 60 ml syringe luer-lok¿ tip leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 309653, batch no.: 9086666. It was reported medication leaked out of the back end of the plunger. Complaint 3 of 3: event date (B)(6) 2019. See related prs for other event dates. Per email on (B)(6) 2019: unfortunately, I don¿t have the exact dates. We were notified by our technicians this was happening and sent communication out on (B)(6) 2019 to save any syringes with this issue. I know one occurred on that same date. The other 3 would have occurred between 7/19 ¿ 8/5. These issues were identified by the pharmacy technicians in our hospital preparing medications and prior to the medications leaving the pharmacy to be used on a patient so there is no specific patient information. The technician was drawing up solution and noticed they were leaking out of the back end of the plunger the item with the unknown lot number: the product leaked around the stopper and down the plunger after the medication injection into the cadd. This particular syringe contained "chemo" drug and was discarded. No adverse event reported.